Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reported blurry vision and double vision. Right eye -- od-- MDR# 1119421-2007-00203. Left eye -- os -- MDR# 1119421-2007-00204

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot#. This report was mailed to the FDA on: 05/16/2007. Add'l info was requested 04/17/2007 and 04/25/2007 by phone, fax and mail. Add'l info was provided 05/08/2007 by phone. A completed questionnaire has not been returned.